Event description:
It was reported issues involving users forgetting to unclamp/not opening the clamp when setting up and starting secondary infusions. This was reported to bd representatives during their site visit. There was patient involvement but outcome is unknown. Although requested, additional information was not provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Manufacturer narrative:
Omit :c20 no findings available, d15 cause not established. Correction : describe event or problem. Additional information : imdrf annex a, b, c, d, g codes.

Event description:
It was reported issues involving users forgetting to unclamp/not opening the clamp when setting up and starting secondary infusions. Customer would like a product enhancement to notify nurses when the clamp is left engaged. This was reported to bd representatives during their site visit. There was patient involvement but outcome is unknown. Although requested, additional information was not provided.